Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It ws reported during the patient's trial procedure, the physician was unable to remove the stylet. As a result, the physician cut the end of the stylet which enabled the physician to remove it. The procedure was extended by an hour.